Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited oversensing and inappropriate therapy. During lead revision, the lead exhibited insulation anomaly. The lead was capped and replaced. The patient was in good condition prior, during and post operation.